Event description:
On (B)(6) 2025, nakanishi received an email from a distributor (nsk asia) about a nsk handpiece overheating. The details are as follows: the event occurred on september 26, 2024. The dentist was performing a dental procedure on a patient using the sg20 (serial no. (B)(6). During the procedure, the handpiece heated up, and the patient received a burn injury to their tongue and cheek. The patient has recovered normally.

Manufacturer narrative:
The dentist refused to provide any further information about the event, including information about the patient. Further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible because the handpiece was serviced by the distributor (nsk asia) and returned to the user. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject sg20 device [serial no. (B)(6)]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.